Manufacturer narrative:
(B)(4) d10: metasulâ® duromâ®, component for acetabulum, #item: 0100214054, #lot: 2367255, unknown liner, unknown #item, unknown #lot, unknown head, unknown #item, unknown #lot. Therapy date: (B)(6) 2013. G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision 6 years post-implantation due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h6. No product was returned or pictures provided; a product evaluation could not be performed. Cup: a review of the device manufacturing records confirmed no abnormalities or deviations. Unknown head and stem: a review of the device manufacturing records could not be performed due to missing lot number. Cup: review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Unknown head and stem: a review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.